Event description:
Inbound. Patient reports no disposable alarm with cassette on both pumps, advised to change cassette, patient mixing cassette and will call back if further issues. Patient been off 6 minutes. No symptoms. Cassette lot number: 4219996. No further details provided.